Manufacturer narrative:
A partial lead with the tip measuring 30.0 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the right atrial lead was extracted and replaced due to lead noise and low impedance. The lead noise was suspected to be from the rubbing against the right ventricular lead which was tied to each other. The patient was stable post procedure.